Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a genetic connective tissue disorder that made it difficult to keep the implants in the pocket site or even keep the stitches sewn together. They stated that each time the doctor tried to push them in, but they continued to push their way out. They did not have specific event dates, only reported this had happened with all the implants they had. They did not give specifics, but stated 2 implants ago, the ins just flopped over, so the doctor placed  a mesh at the site. They stated their current implant site was a completely new one because the previous site had been operated on so many times. The event was documented, but no further action was taken.